Event description:
Review of a publication from a foreign country, discovered an iab report. A 7 fr iabp (not identified as a datascope product) was placed percutaneously through the right femoral artery. Emergency surgery for coronary artery bypass was performed and the patient was easily weaned. The iabp remained as a safety measure. The iabp was removed on the second postoperative day. Multiple thrombi were noted and a thrombosuction was performed. The patient's clinical condition deteriorated and a right below-knee amputation had to be performed. A tee was performed revealing a large bulbous mass in the proximal descending thoracic aorta. The patient deteriorated resulting in asystole and death. Post-mortem examination revealed diffuse alvolar damage combined with extensive broncho-pneumonia. No intimal damage was found in the thoracic descending aorta.

Manufacturer narrative:
Datascope's clinical services reviewed the article and provided the following evaluation. The "bulbous mass" identified in the aorta was identified several days after the iab had been removed and while the patient was anticoagulated with heparin and urokinase. Gross post mortem examination did not reveal evidence of thrombus in the thoracic descending aorta and no intimal damage was identified. It is highly unlikely that an iab that is inflating and deflating in the thoracic aorta according to our instructions would from a thrombus, especially given the "turbulent flow" of left ventricular ejection. In summary, we do not have enough information to determine if the iab was managed properly while in the patient. The patient also had several co-morbities that could have contributed to the sequelae described in this article.